Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. (B) (4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, three heartstring seals did not load properly. Staff pushed in the green wings and the seals seemed to load ok in the delivery tube, but when staff pulled out the deliver device, the seals remained in the loader device. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. This report is for the second seal.